Event description:
Admitted from home. Bleeding from drive line site. To or 2 days later re-explore found inflow graft tear. To or 2 days later. Replacement of inflow graft. Pt experienced reaction to drugs or blood products. Expired in or. Reported inflow malfunction to thoratec. Photographs were of inflow conduit.